Event description:
New information received notes fluoroscopy revealed externalized conductors. The physician will monitor.

Event description:
It was reported that the hv lead impedance had decreased on the rv to svc sector.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.